Event description:
Peschillo, s., caporlingua, a., cannizzaro, d., resta, m., burdi, n., valvassori, l., pero, g., <(>&<)> lanzino, g. (2016). Flow diverter stent treatment for ruptured basilar trunk perforator aneurysms. Journal of neurointerventional surgery, 8(2), 190¿196. Https: //doi.org/10.1136/neurintsurg-2014-011511 medtronic review of the literature article found case review involving three patients who underwent procedures for flow diverter treatment of ruptured basilar trunk perforator (btp) aneurysms. Two of the patients in the article had pipeline embolic devices implanted in off-label use due to the ruptured status of the aneurysms and anatomical location; a marksman microcatheter was noted to be used in one of the cases (case 1). The third patient (case 2) was treated with non-medtronic devices. There were no reported device malfunctions or deficiencies. It was reported that in case 1, a middle-aged patient presented with sudden severe headache and was found to have a fisher grade 4 s ubarachnoid hemorrhage (sah) with extension into the fourth ventricle. Digital subtraction angiography (dsa), performed the day after the ictus, showed a small (1.5 mm) aneurysm arising from the proximal portion of a rostral basilar artery perforating vessel. A pi peline 3 x 16mm was delivered in the marksman microcatheter and implanted to treat the aneurysm. Immediate post-operative control dsa showed persistent filling of the aneurysm and slower filling of both superior cerebellar arteries. In-stent thrombosis was noted and IV infusion of abciximab was administered for reversal. The immediate postoperative course was uneventful and dual antiplatelet therapy (dapt) was administered. Follow-up dsa on post-operative day 7 showed persistent filling of the aneurysm with no parent artery compromise. However, 14 days after initial confirmation of the index subarachnoid hemorrhage (sah), the patient suffered sudden onset hemiplegia and brain magnetic resonance imaging (MRI) revealed a well delimited ischemic area at the ponto-mesencephalic junction ipsilateral to the aneurysm which was considered to be likely due to occlusion of the basilar perforator. Dsa on the same day showed no filling of the btp aneurysm. Six months later, the patient continues to have a slight monoparesis of the upper extremity and modified rankin scale score (mrs) of 2.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-00564. The information reported pertains to case 1 in the literature article. A separate report will be submitted for the pipeline device used in case 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.